Manufacturer narrative:
H4: the lot was manufactured between february 26, 2024 ¿ february 28, 2024. H11: the device was received for evaluation. A visual inspection was performed, and fluid inside a bag that contained the unit was observed which suggested a leak. Further inspection revealed the leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. A remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the broken tubing was due to extra solvent application during manufacturing assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked cloxacillin from an unspecified location inside the protective bag. The balloon reservoir completely deflated, and liquid drained out of the pump. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.